Manufacturer narrative:
The reported event could be confirmed, since the device was returned broken as reported. The device inspection revealed the following: as reported, the tip is broken. The fragment was not returned, but its size is significant. Such breakage could only have occurred due to careless handling of the device. However, based on the device inspection and the information provided, it was not possible to identify the exact cause of the breakage. As this was observed inside of sterilization department, it is unknown when or where the event occurred. This breakage could be a result of excessive force applied during the operation, a fall on the floor, or even handling issues during transportation or sterilization due to impaction with other devices. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to an user related issue. The failure was caused by careless handling of the device, most likely either during surgery, transportation or sterilization. As a reminder, the instructions for use state that: during the procedure, repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure. Do not hit instruments unless they are specifically intended for impaction. Never hit targeting devices or elastosil handles other than those with an integrated strike plate! If more information is provided, the case will be reassessed.

Event description:
Tip is partially broken off during sterilization test.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Tip is partially broken off during sterilization test.